Manufacturer narrative:
The returned valve was patent and passed siphon, reflux, and leakage testing. It was within specifications for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that there was not enough flow through the valve. The valve had been implanted for 3 weeks.